Event description:
It was reported that a right atrial leadless pacemaker (lp) failed to separate from the delivery catheter (dc) during initial implant. A replacement lp and dc were used to complete the procedure. Patient was stable with no consequences.